Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Broken instruments sustained over the christmas period. Email provides details of what instruments are broken with the relevant batch numbers. The email does not provide information on where or how these instruments broke and if debris was generated.